Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 25 mg/ml at a dose rate of 2.996 mg/day via an implantable pump for spinal pain and rsd/causalgia ¿ complex regional pain syndrome. It was reported that a regularly scheduled pump replacement for elective replacement indicator (eri), it was observed that the catheter was partially occluded with an unknown dark substance. It was unknown when the issue began but was discovered on (B)(6) 2020. The cause of the event was undetermined. The complete catheter was explanted and replaced. The catheter would not be returned to the manufacturer as it was discarded. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. It was noted that prior to the replacement, the medication in the pump was morphine (concentration: 25 mg/ml, dose rate: 5 mg/day) with personal therapy manager dosing of 0.250 mg 4 times a day, and prialt with concentration 1.5 mcg/ml at a dose rate of 0.3001 mcg/day. The patient¿s medical history was noted as having been requested but was unknown. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 8780 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) regarding a patient who was receiving morphine with concentration 25 mg/ml at a dose rate of 2.996 mg/day via an implantable pump for spinal pain and rsd/causalgia ¿ complex regional pain syndrome. It was reported that the unknown dark substance occluding the catheter was located near the dispensing holes. The rep also stated that all information regarding the event had been confirmed with the physician/account. No further complications were reported.